Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history record review, complaint history review, medical imaging), it appears that the most probable root cause is the fall of the patient 2 weeks after implantation which led to a first dislocation. Furthermore, the cup may have been damaged by this fall and was not changed during the first revision. This damaged cup may have led to the blockage of the pe liner inside the cup, the offset neck pushed on one side of the pe liner, leading to its deformation and dislocation. If additional information is made available, the investigation will be updated as applicable. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
After a first reduction (B)(6) 2024) due to a fall 2 weeks after implantation (B)(6) 2024), patient underwent a new dislocation in (B)(6) 2025 but only come to clinic for revision in (B)(6) 2025. Head liner was found stuck in cup, neck's head was dislocated and metallosis occurred. It was reported that the surgeon did an explantation leading to a trapeziectomy.